Event description:
A distributor complaint was reported due to a pump declaring a cartridge change error. The customer's blood glucose level at the time was 9.0 mmol/l, which is within the normal range. Technical support instructed the customer through several troubleshooting steps, including inspecting and cleaning the pump's components, and attempting to load a new cartridge. Despite these efforts, the customer was unable to successfully load the cartridge, so the pump was approved for replacement under warranty. The customer was informed about the replacement and advised to use a backup insulin pump to ensure continuous insulin delivery.